Event description:
I have been losing hair, muscle pain, joint pain, migraines, heart palpitations, dizziness, fatigue, panic attacks and anxiety. This is ongoing and continually gets worse. I have mentor memory gel smooth implants and they were implanted (B)(6) 2016. These are not safe. FDA safety report ID# (B)(4).